Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a, other (unusual) issue. The reporter called in about a new pump order and stated that the patient is in the ICU. Reporter stated that the 911/emergency protocol was initiated. There is no additional information at this time. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.